Manufacturer narrative:
The device has not been returned at this time. If the device is returned, analysis will be performed and this report will be updated.

Event description:
It was reported that the patient with this pacemaker underwent a magnetic resonance imaging (MRI) study. Subsequently, the device battery showed 1.5 years remaining, which was earlier than expected. The device was explanted for premature battery depletion and was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Review of the device memory indicated that a telemetry system fault was recorded. Electrical testing and analysis isolated the product performance issue to an anomaly in the radio frequency (rf) mics module. This anomaly resulted in the reported premature battery depletion.

Event description:
Sending supplemental report to provide results of the product investigation.